Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of vitros performance verifier (pv) I f9070 using vitros na+ slide lot 4207-1092-4704 on a vitros 5600 integrated system. The assignable cause of the event is user error. The customer was not following the recommended warmup times for the vitros na+ reagent per the instructions for use and was not correctly performing the routine erf maintenance as specified in the vitros maintenance procedure, which likely contributed to the higher than expected results. Acceptable vitros na+ performance was obtained with the same vitros na+ slide lot after the customer followed the warm up time per the vitros na+ instructions for use for reagent handling and the daily maintenance procedure for performing routine erf maintenance. Additionally, a vitros na+ diagnostic precision test was acceptable once the customer followed proper slide cartridge warmup and erf maintenance procedures.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of vitros performance verifier (pv) I f9070 using vitros na+ slide lot 4207-1092-4704 on a vitros 5600 integrated system. Vitros pvi lot f9070 na+ results of 144.3, 147.2 and 144.6 mmol/l versus the expected result of 117.9 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected samples were non-patient quality control fluids, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4). And reportability assessment: (B)(4).